Manufacturer narrative:
The initial report was created in error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
It was reported via phone call that cannula was missing and getting sensor error. Customer states that she inserted new sensor and it was working normally. Customer¿s blood glucose was unknown at time of incident. Insulin pump will not be return for analysis.